Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a 2 mm longitudinal tear in the balloon, approximately 4.5mm from the balloon proximal tip. The balloon appeared to be intact with both ends of the balloon still attached to the device. There were no missing pieces. It was reported by the facility that the deployer held the procedural sheath in place while still continuing to pull back the device which could have caused damage to the balloon. Based on the information provided and the investigation performed, the probable cause of the reported event could have been instructions for use (IFU) not followed. The review of the lhr (f1509105) indicated that the device lot met all established performance criteria prior to shipment. UDI# (B)(4).

Event description:
The following information was reported: the balloon ruptured. It appears the inflated balloon was pulled through the procedural sheath, that is the left hand held the procedural sheath in place and did not allow the procedural sheath to rise, however, still continuing to pull back with the right hand on the device which eventually resulted in a balloon rupture. Manual compression was applied for 30 minutes or less. There were no adverse effects on the patient. Procedure type: intervention peripheral sheath size: 6f vessel type: arterial.